Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the right ventricular (rv) lead, the physician experienced placement difficulty, was not happy with the way the lead handled and they did not want to use it. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal low voltage electrode of the lead was covered in blood. The analyst noted that visual inspection was found driveshaft lug being stuck on the retraction stop, and this is the lead performance failed. If information is provided in the future, a supplemental report will be issued.